Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at 409 mg/dl and were currently at the hospital due to diabetic ketoacidosis. At the time of the call, the customer had blood glucose of 260mg/dl. The customer is calling to test the pump. Troubleshooting found that the high pressure test passed and there were air bubbles in the tubing. The customer disconnected the phone call at this time.